Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The blood glucose at time of incident was 478mg/dl and the current blood glucose was 376 mg/dl. Troubleshooting was performed and high blood glucose was treated with manual injection/insulin pen. The insulin pump system was used within 48 hours of reported high blood glucose event and the auto mode feature was also active at the time of the event. Customer reported that the infusion set had a bent cannula few hours after insertion. Customer stated the site's location was on the leg. Customer stated that when trying to put on another set that the tape did not come off the set accurately. The customer will continue the use of the insulin pump and it will not be returned for analysis. Customer will receive infusion set replacement.